Manufacturer narrative:
(B)(4), conclusion: no available for undetermined or unknown cause. The customer's report of leaking set was confirmed. During visual inspection of the set, it was noted that the pvc tubing had a slice cut approximately 4 inch away from the lower fitment. The slice cut was measured to be 0.0835 inches long. Packaging pouch was not returned for evaluation. Functional testing was performed and a leak was observed from the slice cut in the pvc tubing. The root cause of the reported leak was identified as damage on the pvc tubing. The slice cut is consistent with damage of a box cutter or a sharp object being used to open the packaging.

Manufacturer narrative:
MFR report date: 03/19/2015. Internal file no: (B)(4). The affected product has been received and the eval is pending. A follow up report will be submitted once the eval is completed.

Event description:
The customer reported that they had an IV set leak at unspecified location. No pt harm or med intervention occurred. No further pt/event info was reported.